Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain ') in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), hypersensitivity ("allergic reaction"), psychological trauma ("psych injury") and alopecia ("hair loss"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy.). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, hypersensitivity and alopecia had resolved and the psychological trauma outcome was unknown. The reporter considered alopecia, genital haemorrhage, hypersensitivity, pelvic pain and psychological trauma to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: case become valid event pelvic pain abnormal bleeding, hair loss hypersensitivity added with there outcome. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included menstruation irregular, pap smear abnormal, cervical dysplasia, amenorrhea, umbilical hernia repair, mood swings, insomnia, c-section, asthma, dermatographism, blood testosterone increased, chronic rhinitis, dyspareunia, menometrorrhagia and dysmenorrhea. Concomitant products included oral contraceptive nos. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), hypersensitivity ("allergic reaction"), psychological trauma ("psych injury") and alopecia ("hair loss"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy.). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, hypersensitivity and alopecia had resolved and the psychological trauma outcome was unknown. The reporter considered alopecia, genital haemorrhage, hypersensitivity, pelvic pain and psychological trauma to be related to essure. The reporter commented: 3 trailing coils on the right and 3 trailing coils on the left. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: satisfactory location with bilateral tubal occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-apr-2021: mr received. Reporter information, patient details, medical history, lab data added. Date of insertion updated. Model number updated from ess205 to ess305. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.